Event description:
New information received notes that surgical intervention was taken on 7 may 2024. No adverse patient consequences were reported.

Event description:
It was reported that an unspecified malfunction was noted on the patient's implantable cardioverter defibrillator. The device was explanted. No patient consequences were reported.

Manufacturer narrative:
The device was returned for analysis. The device was above elective replacement indicator (eri) upon receipt. Telemetry, sensing, pacing, pacing lead impedance, and high voltage (hv) output functions of the device were tested and found to be normal. No anomaly was detected.